Event description:
It was reported by the critical care rn that the intra-aortic balloon (iab) was prepped and inserted into the patient prior to surgery. While in the operating room the arterial line could not be aspirated or flushed. The perfusionist "pulled back and got air." As a result, another art line was slaved until after the surgery. The iab was removed and there were no reported patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.